Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that matrix drawer auxiliary 3 consistently experiences failures. A field service engineer conducted an inspection of the station, reconnected the bus cable and sensors, and successfully addressed the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station had drawer failure. A customer reported that user were unable to access the required medication due to reported malfunction. There were no adverse events or injuries reported based on this event.